Event description:
It was reported to boston scientific corporation that radial jaw 3 biopsy forceps being used during a colonoscopy would not close. The forceps opened and closed once, but the next time the forceps were opened it would not close. No tissue samples were taken. The forceps were removed with the jaws opened. The case was completed with another of the same device the patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.